Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from january 15, 2021 - january 19, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contain the unit which suggested a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked. The leak occurred due to a detached flow restrictor. The device was filled with 14400mg benzylpenicillin in 240ml 0.9% sodium chloride. The issue was identified before use during compounding. There was no patient involvement. No additional information is available.